Event description:
(B) (4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the helix is slightly stretched. This could have been caused by overextending it during repositioning and can cause the helix to not work properly. The full lead was returned and analyzed.